Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high-capture-threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden elevation in rv threshold. The lead was explanted. The device was returned to the laboratory and was analyzed. No additional adverse patient effects were reported.